Manufacturer narrative:
Results: the cat8 was kinked approximately 2.5 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed a kink near the hub. If the device is forcefully mishandled at extreme angles during removal from its packaging, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, an indigo system aspiration catheter 8 (cat8) was found to be kinked near the hub upon removal from its packaging. The damage to the cat8 occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new device.